Manufacturer narrative:
Clarification to h10: related report numbers: in response to FDA report number: mw5168521, mw5168522, mw5168523, mw5168524. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant became infected."

Event description:
Patient reported "during the initial reconstruction, my right implant became infected". The device was removed and replaced with a tissue expander at a later date. Patient was treated with "IV antibiotics" following implant removal.